Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive from a patient. It was reported that patient was having her implant removed and the new healthcare professional would like a magnetic resonance imaging (MRI) beforehand. No symptom was mentioned. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump had not had medication in it for 2 1/2 months relative to (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was looking for a healthcare provider (hcp) who could take the pump out. She had an experimental pain pump because she had shingles for almost 4 years, but now instead of pain, she had an intense itch and her doctors said pain and itch were not the same thing, so she wanted the pump taken out. The pump worked for about a year, but it was not working because it was not for itch, it was for pain. Her pump did not go to her spine, it went from her left belly, up to her shoulder, to under her ear, to her brain, it went to the back of her eye, and also to the chin to the ganglion. She could feel the connections, one of the connections went down her jaw, and went to the ganglion under her chin. The medication was delivered to 2 different sites. Her lip was constantly numb. She had asked her hcp about removing the pump in the past and the hcp told her it went to her brain and could kill her. A hot shower would sometimes stop the itch, "that and old fashioned alcohol and old fashioned (B)(6) lotion." The patient had been through boxes and prescriptions and nothing worked, the patient did not want to be on hard drugs. The intense itching began "pretty much right away" 2 months prior to (B)(6) 2018 and the lip being constantly numb began suddenly 3 months prior to (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.